Manufacturer narrative:
Investigation: lot#7338270 DHR was reviewed and no qn found. Lot#7338270 manufacture records were reviewed, no abnormal was found. Pen needle product has 100% vision inspection to the cannula adhesive height in manufacture process, and defect part will rejected automatically. 7pcs retention samples were checked on clog test and adhesive height, no failure found. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. Base on investigation above, the complaint is not manufacture issue.

Event description:
It has been reported that the pen needle 31gx5mm has been found experiencing two occurrences of leakage before use. The following has been provided by the initial reporter: it's noticed that leakage at needle hub during priming.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the pen needle 31 g x 5 mm has been found experiencing two occurrences of leakage before use. The following has been provided by the initial reporter: it's noticed that leakage at needle hub during priming.